Event description:
A malfunction was reported on the customer's pump, but no notable events occurred before the malfunction. There was no adverse impact on the customer's blood glucose level. Technical support resolved the issue by sending a replacement pump, confirming the shipping address, and instructing the customer on necessary actions, including returning the problematic pump to avoid billing and setting up the replacement pump. The customer acknowledged and understood all instructions provided by technical support. Reportedly, the customer would reach out to their healthcare provider to obtain a backup method of insulin therapy.